Event description:
It was reported that a scratch was observed on the optic of an intraocular lens (iol) after implantation. The examination on the following day of the operation revealed that the patient¿s distant visual acuity was 1.0, which had no problem with visual acuity and visual performance. There was no patient injury. There was no returning product because the product remains implanted. No other information was provided.

Manufacturer narrative:
Reporter telephone number: (B)(6). The device is not returning for evaluation as it was discarded by the account and lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that code in initial report submitted in h6: health effect - impact code of 4648 (insufficient information) is incorrect. Instead code should be 2199. This report is submitted to corrcet this information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.